Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported issue.

Manufacturer narrative:
The customer advised physio-control that they have removed the device from service and will not seek repair options. The device will not be returned to physio-control for evaluation. The cause of the reported issue could not be determined.